Event description:
It was reported that when stimulation was turned on, a patient had a surging sensation. It was stated that after the patient turned stimulation on or made a change to stimulation, about 15 minutes later the patient experienced a brief interruption in stimulation, and then a strong increase. It was stated that then it settled in and was comfortable again. It was noted that the patient timed this effect and indicated that it was always right around 15 minutes from the time stimulation was turned on or adjusted. It was stated that it was ¿hard to say¿ when it started, but it was after implant after he was healed up. The patient commented that he wanted to be able to control his rate when using his adaptive stim group.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v579919, implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 3487a-56, lot# v984143, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were high impedances on electrode 6. It was noted that there was intermittent stimulation. The reporter noted that it disabled upright and mobile on adaptive stimulation. It was noted that the patient was reprogrammed.